Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. Information was reported that the patient is having major problems with their ins. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 399930, lot# j0546461v, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and family member 2019-05-23. It was reported the device was not working properly and the patient was very frustrated. The patient went to the (B)(6) clinic for pain management and to see a back specialist and to get his machine fixed because it only works when it wants to, and they think the leads might be loose in the patient¿s back. Caller states stimulation is on, but she thinks there is a loose connection. The patient saw the elective replacement indicator (eri) which they thought meant the patient had to go to the emergency room. The patient went to the emergency room. The meaning of eri and expectations of end of service (eos) were reviewed. It was reviewed how to bypass eri. Sometimes if patient curls in a ball he feels stimulation and sometimes he does not. His right side is his worst side he has it all the way up. The patient is barely getting anything. Normally if it was all the way up you would see his stomach jump/spasm, but it is not doing that anymore. The patient has been having falls a lot because of his mobility and this is supposed to be keeping his muscles alive and he has weakness especially on the right side like a 20 on a scale of 1-10 and it is like 4/5 on the left and he is dropping things. The patient does not have a managing healthcare provider (hcp). This has been occurring on and off for about a year. Physician listings were sent. No further complications were reported/anticipated.